Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Recall zfa2018-00369 was performed on the affected item. This item was not delivered to the USA. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the product is broken. The impactor for the impaction broke during the impaction, but this was noticed only after disassembling the device. No clinical consequences for the patient.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Products were returned to zimmer biomet and the breakage on the avantage thread shaft straight was confirmed by research and development. The root cause was assessed as related to the device design. A corrective action was initiated on the avantage thread shaft straight to investigate and take appropriate actions. Moreover, a recall was performed on avantage thread shaft straight, reference (B)(4). Please note that no device in the scope of the recall had been distributed to the USA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the product is broken. The impactor for the impaction broke during the impaction, but this was noticed only after disassembling the device. No clinical consequences for the patient.